Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump over delivered insulin and the customer experienced low blood glucose levels. The customer reported that they have low blood glucose levels of 4.2 mmol/l. The customer treated low blood glucose levels with food. The customer alleged that the insulin pump over delivering insulin due to running low. Troubleshooting was not completed during the call. The customer was advised to revert to back up plan and to return the insulin pump. The insulin pump will be returned for analysis.